Manufacturer narrative:
The patient weight was requested but was not provided. (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported a no external power alarm that occurred while the patient's lvad system was connected to the mobile power unit (mpu). The patient pulled the sheets on the bed and heard the alarm, which reportedly resolved on its own. The patient denied any cables/plugs being disconnected. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the no external power event on (B)(6) 2018 while the patient was connected to the mpu. This event self-corrected and did not reoccur. Additional information was requested but was not provided.